Event description:
Related manufacturer report number 3006705815-2023-05973. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention is pending to explant the system.

Manufacturer narrative:
B3-date of event is estimated.